Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was unable to rewind the insulin pump due to a battery out limit. Customer's blood glucose reading was 56 mg/dl. Nothing further reported.